Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien ultra valve in the pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien ultra valve in this scenario. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter heart procedures. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the valve dislodgement appears to have resulted from a negative interaction between the pigtail catheter and the deployed valve. There was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient had three previous open heart surgeries and a patch in the pulmonic position. This patient was considered inoperable and a transcatheter valve was the only solution. The pulmonic valve was not pre-stented. The 26mm sapien 3 ultra valve was successfully implanted in the pulmonic position by tf approach. In order to check the gradient, the pigtail was placed through the valve. During this maneuver, the pigtail pulled the valve and the valve embolized into the distal pulmonic artery. It was not possible to place the embolized valve anywhere in the pulmonic artery (diameter 40mm), therefore the patient was sent to surgery.